Manufacturer narrative:
(B)(4). Batch # t5c39v. Device analysis: the analysis results showed that one ecr60w reload was received partially fired. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Malformed staples. It was reported that during the endoscopic lobectomy surgery, after fired, noted the staples malformed with irregular shape. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.